Event description:
The pt was on tele. When we attempted to complete tele strip the wave review button was not on screen at the front nurses station, but it was present at the back nurses station. We were unable to appropriately complete tele strip because recorded information not present.